Event description:
It was reported that this right ventricular (rv) lead was part of system revision due to bacteremia. Reportedly, the bacteremia believed to be caused by a central venous line. The patient received an intravenous infusion at home. No additional adverse patient effects were reported. This rv lead was explanted.